Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically low pacing impedance. The pacing impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.